Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead superior vena cava (svc) coil has been programmed out of the system. Defibrillation threshold (dft) test was done but did not convert rhythm. This rv lead was explanted. No additional adverse patient effects were reported.